Event description:
It was reported that one of the teeth broke off of the tip of the sliding mechanism outside of the operating room, somewhere between surgery and decontamination. This was found during decontamination. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: lot #09.9041: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint articles has shown that: the device was produced and distributed in may 2009. At the tip of the device the teeth are worn and bent exceptional one is broken off. The sliding mechanism is working as intended and the trigger shows scratches. The broken off fragments and both cover plates are not available for investigation. We can not determine the exact root cause of this complaint. We can only assume that the breakage was caused by an incorrect handling during use or a hard impact with a hard surface like the floor. The fracture surface is homogenous what indicates material conformity. The relevant dimensions can not be checked anymore due to the missing fragments. No further investigation needed because the damage was clearly caused post manufacturing. A manufacturing evaluation was performed and the investigation of the complaint articles has shown that: the customer reported the item had one of the teeth broken at the tip. The repair technician reported the synthetic screens were missing. The item is not repairable. The cause of the issue is unknown. The evaluation was confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.